Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. Also, the customer received an occlusion alarm. The customer's blood glucose level was as high as 202 mg/dl. The customer changed the cartridge as well as the infusion set and delivered a bolus. System check could not be performed with tandem technical support as the customer changed the supplies prior to the report.